Manufacturer narrative:
(B)(4).

Event description:
It was reported high ventricular rate events occurred due to atrial fibrillation. The events were misclassified as ventricular fibrillation events and the patient received inappropriate therapy. The physician believes the events were due to progression of the patient's disease process. The device was reprogrammed. The patient was in stable condition and monitored at the hospital.